Manufacturer narrative:
Insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corner and cracked reservoir tube lip.

Event description:
Customer's mother reported that the insulin pump alarmed for a button error. The blood glucose reading was 530 mg/dl. Customer was treated with manual injection and the blood glucose brought down to 172 mg/dl. She did not recall any significant event leading to the alarm. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.